Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient underwent artificial arteriovenous fistula thrombosis. Target lesion was located in the left upper limb. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. Inflation was performed three times. The first and second inflation was 10-15 atmospheres for 30-60 seconds. However, during third inflation at 15-20 atmospheres, it was noticed that the pressure was decreased. It was noted that the contrast agent was spillover from the tip of the balloon. The device was then removed as a whole, and a leaking liquid was found due to the pinhole. Another of the same device was used and the procedure was completed. There were no patient complications reported. The patient status was stable.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR. : mustang 6.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal balloon bond and extending approximately 48mm distally across the balloon material. The rated burst pressure for this device is 24 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The patient underwent artificial arteriovenous fistula thrombosis. Target lesion was located in the left upper limb. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. Inflation was performed three times. The first and second inflation was 10-15 atmospheres for 30-60 seconds. However, during third inflation at 15-20 atmospheres, it was noticed that the pressure was decreased. It was noted that the contrast agent was spillover from the tip of the balloon. The device was then removed as a whole, and a leaking liquid was found due to the pinhole. Another of the same device was used and the procedure was completed. There were no patient complications reported. The patient status was stable. It was further reported that the target lesion was 70% stenosed, moderately tortuous and moderate to severely calcified.